Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned a 23mm 2800tfx aortic valve was explanted after an implant duration of four (4) years, five (5) months due to recurrent endocarditis. The explanted valve was replaced with a 21mm 3300tfx valve. Per medical records, patient had previously been hospitalized for bacteremia secondary to recurrent lle osteomyelitis (pseudomonas aeruginosa) on (B)(6) and was treated with IV antibiotics for many weeks. Patient was also found to have bilateral subacute cerebellar infarcts due to endocarditis. The patient underwent redo-avr with a 21mm 3300tfx valve. Post bypass tee showed no pvl. The patient was stable when transported to the intensive care unit and was discharged on pod#7. Pathology report confirmed vegetation, calcifications, and thrombosis.

Event description:
Through implant patient registry it was learned that a patient with a 23mm 2800tfx valve in the aortic position, was explanted after an implant duration of 4 years, 5 months due to unknown reason. The explanted valve was replaced with a 21mm 3300tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.